Manufacturer narrative:
The pump has been returned to animas for evaluation. An evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2016 alleging the patient experienced hyperglycemia while on insulin pump therapy with blood glucose measuring 600 mg/dl with associated symptoms of large urinary ketones, vomiting and extreme drowsiness. The patient reportedly did not receive any treatment above or beyond the usual routine of diabetes care and management. The reporter alleged there was an inaccurate delivery issue with the insulin pump. Troubleshooting performed by animas customer support reveal basal delivery totals in the total daily doses match active basal program total or are as expected, the basal history matches the active basal program settings, however, bolus totals do not match (>5% different.) This complaint is being reported because the patient reportedly experienced serious injury while on insulin pump therapy related to an alleged pump malfunction.

Manufacturer narrative:
Follow-up #1: date of submission 01/25/2017. Device evaluation: the device has been returned and evaluated by product analysis on 01/06/2017 with the following findings: on investigation, bolus¿ were calculated from (B)(6) 2016; bolus history deliveries and actual deliveries recorded in the black box total with less than 5% difference from programmed bolus to actual delivery. The total bolus delivery calculations on each day matched the total daily dose history with no discrepancies; data confirmed to be correct in the pump history. Investigation was unable to confirm the complaint of a total bolus pump calculating a >5% discrepancy during this investigation. Total daily dose history matched basal & bolus history; basal history added up correctly to the basal segment programmed by the user. No errors, alarms or warnings were in the alarm history indicating an interruption in delivery. The pump was put on a basal program of 1 unit per hour for 24 hours during the investigation; the pump history indicated the total daily dose was recorded accurately. The pump was tested for flow accuracy and was found to be within specifications. Investigation did not duplicate the complaint; the pump was found to be operating as intended without malfunction.